Manufacturer narrative:
Mitek is at this point in time in the information gathering mode, and is awaiting receipt of the complaint device for evaluation. The conclusions of the investigation will be the subject of the follow-up report.

Event description:
Our rep is reporting that during an arthroscopic meniscal repair, the meniscal applier malfunctioned 4 times. At this point in time, for whatever reason, the surgeon chose to go open to complete the remedy successfully without further incident or harm to the patient.